Manufacturer narrative:
The insulin pump was received with power loss alarm, replace battery alarm, replace battery now alarm and power system error alarm was confirmed in the long trace. Detail trace analysis also confirmed the insulin pump alarmed replace battery, replace battery now, power loss and then alarmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5 v for four consecutive hours due to connector resistance at the j6 printed circuit board. However, after disconnecting and reconnecting the internal battery connector at the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple power errors. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer previously attempted to troubleshoot at another time. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.